Event description:
It was reported that the patient was unable to get an MRI due to high impedances in the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was retained in the facility and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.